Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that alarm was heard/telemetry was not yet performed. Patient usually got the pump filled in 4-6 months intervals. The last refill was in september so they believed the pump was alarming due to empty reservoir. The hcp confirmed they were hearing the critical alarm. Reported symptoms were diarrhea, pain and vomiting. No further complications were reported.